Manufacturer narrative:
A ge service representative performed an onsite investigation. A full filament calibration was performed on the system. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and locked up requiring a reboot to regain system functionality. No patient serious injury or death was reported related to this event.